Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with limb leads and disposable defibrillation/ECG electrodes for external pacing. According to the reporter, the device alarmed connect cable and would not pace the pt. Pt outcome is unk.